Event description:
It was reported that the patient was having a revision of peripheral nerve stimulation with possible replacement. The reason for replacement was noted as unknown. It was later reported that lead was explanted due to impedances greater than 10000 ohms on electrodes 8-14. It was noted that the lead was replaced. The patient had reportedly experienced pain in the occipital region. The reporter stated that electrodes 8 and 9 had been severed from the lead prior to the revision and remained in the patient. The physician did not want to attempt removal due to the location. It was later reported that the patient had required a revision due to lost stimulation. Upon revision a lead fracture was noted. It was noted that the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot # n288090, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4). Analysis of the lead found that electrodes 0 and 1 had been broken off due to overstress or damage and had not been returned. It was also found that conductors 2, 3, 4, 5, and 6 were broken near the #7 electrode. Analysis of the triton anchor found no significant anomaly. It was noted that the silicone part of the triton anchor had separated and had not been returned.